Event description:
The following has been reported: "stop button not working; confirmed stop button not functioning, replaced upper case and tested pump and returned to service." Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to repairs information, the upper case was replaced. However, despite several requests for parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. The reported issue seems to be linked to a defective keypad but based on available information the root cause of this defect remains unknown. By lack of evidence, CAPA related to defective keypad cannot be directly linked to this event. If further information are provided later on we may re-open the complaint and pursue its investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not confirmed. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.